Manufacturer narrative:
Findings: unit passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. Unit received with missing retainer ring and reservoir/p-cap does not lock properly. Unit received with partially broken reservoir tube lip. Unit received with reservoir tube o-ring in place. Unit received with minor scratched lcd window, case at keypad overlay. Unit received with cracked keypad overlay. Unit received with peeling serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer was treated with manual injection for high blood glucose. Customer reported that the reservoir chamber is broken and reservoir is flush. The customer was advised the insulin pump will be replace.